Event description:
Account reports that during induction, the patient had difficulty with air exchange, and upon investigation, determined the "circuit was kinked". A new circuit was used and no further problems were experienced. Patient is okay with no injury involved. This information was reported via telephone in 2003 and a copy of the account's medwatch report was received via fax in 03/2003.